Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the bilaterally implanted user's hearing performance with the device is affected. Per information received on 14-oct-2021, the user reported a further decrease in sound quality over the past few months. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user's hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Reportedly, the user's hearing performance with the device is affected. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Reportedly, the bilaterally implanted user's hearing performance with the device is affected. Per information received on 14-oct-2021, the user reported a further decrease in sound quality over the past few months. Re-implantation is considered but no date has been scheduled yet.